Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device has a speaker malfunction. It is not confirmed if sound was present. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The customer reported the device has a speaker malfunction. It is not confirmed if sound was present. The device was in use on a patient. There was no report of patient or user harm. A good faith effort (gfe) was made to determine whether the speaker produced sound, but no additional information was provided. A philips remote service engineer (rse) spoke to the customer. The engineer determined that the issue was associated with the speaker. The customer was provided a quote for the speaker assembly. We will consider the customer resolved the issue using the information provided by philips.